Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while cementing a crown for six (6) patients. This is the second of six (6) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor had to make adjustments on the crown and bite for the patient without further incident. To date the patient is doing fine. The product has not been returned. The lot number 4690551 alleged in this report has been identified as an affected lot that is part of an ongoing maxcem elite recall.